Manufacturer narrative:
Received two (2) new list #142540489 primary plum sets. As received no damage or anomalies were observed. Each set was leak tested per specification. No leakage was observed. The complaint of leak could not be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch where it was reported leaking occurred on paclitaxel filter during an infusion. Infusion was paused. On assessment, patient did not have any damp/wet areas on clothing or skin. When taxol filter wrapped with blue pad, pad became damp. No harm was reported.